Manufacturer narrative:
Unit p-cap / reservoir locked properly in place. Unit received with cracked case, cracked case-corner of belt clip rails, and cracked battery tube threads. Unit received with blank display due to pushed in battery tube. Unable to perform displacement test, self test, and current measurements due to display anomaly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was not working after receiving the new battery cap. Customer stated that the display did not return. Customer stated that the battery compartment had cracks. Customer stated that the retainer ring was not damaged. Customer also stated that the product was not adhering. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.